Manufacturer narrative:
(B)(4).

Event description:
Procedure: duodenal switch. According to the reporter: instrument will not hold suture needle. Was the device used in patient: yes there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. A new device was opened to continue the case.